Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited that due to damage on charged coupled device unit in endoscope connector, color tone of the image was not proper (image was magenta or green only). The flex deflectable videoscope also exhibited an image noise occurred during angle operation (the image was invisible). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause could not be determined. However, it is likely that irregular color tone of image (image was magenta or green) and noise during the angulation operation was caused due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The following is included in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.